Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a black marks on the 14v battery was confirmed; however, the reported charging issue was not confirmed. Four out of the seven contacts all showed black marks and signs of corrosion. There were no log files submitted for review. The 14v battery, serial sw097378, was connected to a maccor system to go through a charge/discharge cycle and placed in a universal battery charger (ubc) for further testing, and no atypical signals were observed. The battery was able to charge to full bars as intended. The 14v battery was hooked up to a mock loop, system controller, and returned battery clips. The battery was functionally tested and found to operate as intended during analysis; no alarms were produced. The damaged contacts did not affect the functionality of the battery which charged without issue each time it was placed in the ubc. A root cause for the reported event was not conclusively determined through this analysis. The 14v battery was inspected and accepted into the storage location on 26apr2022. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Battery usage and charging faults are addressed in the heartmate 3 lvas patient handbook (rev. D), heartmate 14 volt li-ion battery instructions for use (IFU) (rev e) and the heartmate universal battery charger (ubc) IFU (rev. B). Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot ubc alarms. Heartmate 3 instructions for use (rev. C) section 3-¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries. The IFU states under the weekly safety checklist to clean the metal battery terminals and contacts inside the battery clips and to check for damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were black burn marks where the 14v battery was connected in the hospital universal battery charger (ubc). The battery would no longer charge and displayed a red light in the ubc. Related manufacturer's reports: 2916596-2023-05449, 2916596-2023-07019.

Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.